Manufacturer narrative:
A DHR review was conducted, and no deviations from the established manufacturing process were identified for the lot.

Event description:
It was reported that during perfusion, no flow was detected on the portal or inferior vena cava flow sensors. The arterial and inferior vena cava pressures were both noted to be negative, and the hepatic artery pinch valve was closed 100%. The surgeon confirmed no kink or twist present in vessels. The team considered that this could be due to an air embolus. The liver was removed from the pump and re-primed on the back table. During re-priming, a twist in the portal was noted, preventing re-priming. Flow was established after the liver was placed back on the machine. Ultimately, the liver was discarded due to warm ischemic time exceeding one hour.

Manufacturer narrative:
Perfusion data was provided for review. Review of the data found that during the initiation of 'liver on board' mode, the portal flow dropped to 0, yet the portal proportional pinch valve remained open. This indicates an occlusion downstream to this, and the reduction in flow was not due to the machine going into low reservoir mode. The pump remained on during this time. A portal twist would align with the data seen. The machine was operating as expected. The root cause of the reported event was a twist in the portal which subsequently impeded flow. The device instructions for use state that the liver should be placed in the sling within the liver bowl in a manner that ensures that the liver lobes and vessels are not twisted and that the liver and set up should be reinspected prior to starting perfusion to ensure no visible kinks or twists.

Event description:
It was reported that during perfusion, no flow was detected on the portal or inferior vena cava flow sensors. The arterial and inferior vena cava pressures were both noted to be negative, and the hepatic artery pinch valve was closed 100%. The surgeon confirmed no kink or twist present in vessels. The team considered that this could be due to an air embolus. The liver was removed from the pump and re-primed on the back table. During re-priming, a twist in the portal was noted, preventing re-priming. Flow was established after the liver was placed back on the machine. Ultimately, the liver was discarded due to warm ischemic time exceeding one hour.